Event description:
It was reported that a user experienced repeated alert 38 ¿restart ilet¿ notifications, associated with a failure to dose insulin and persistent hyperglycemia, and a replacement ilet was shipped while the original device later functioned after a reset; the issue was categorized as a consecutive stalled motor alarm in the insulin delivery system. Symptoms included prolonged hyperglycemia with blood glucose reportedly exceeding 500 mg/dl over approximately eight hours, without ketone testing or medical intervention, and the user administered 20 units of subcutaneous insulin by pen as backup therapy. Outcomes included no immediate health effects and no hospitalization. Investigation included customer service troubleshooting and education, shipment of a replacement device, and follow-up with the user regarding device function and return logistics. Investigation of this case revealed an insulin delivery interruption consistent with a stalled motor alarm, after which device function was restored following a restart, and the user elected to return the unused replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an inability to reproduce the motor stall after restart and the lack of device evaluation.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.